Event description:
It is reported that a customer experienced high blood glucose of 440 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer stated that her belt clip to her insulin pump broke so she stopped using the insulin pump. The customer now wants to revert back to the pump and called to make sure it works. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.